Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had an ablation done on the left sciatic nerve back in (B)(6). Caller stated that the ablation immediately made the pain in their left side very worse from their lower back to their left buttock and down their left leg. Caller added that it's hurting so bad that they started taking 10mg oxycodone 4 times a day. Caller noted that the hospitalization was not related to the medtronic device or therapy. Caller stated they'd like to have someone redo their programming because it all targets their right side now, but their pain is on the left side. Caller mentioned that they have been in the hospital 3 times in the last 3-4 months for a staph infection, and they then the found something in their spine. Caller noted they had gone into have a disc fused but got the bad staph infection and then they found a spot in their spine. Caller stated they've had 2 appointments with a cancer doctor.